Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported difficult to remove (anatomy) could not be determined. The reported tissue injury (no treatment) is a cascading effect of the difficult to remove. Additionally, tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the clip from the chords causing damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced lateral to the first clip however became caught in the chords. The cds was able to be removed however severe damage to the chords was noted. A third cds was advanced however the anterior leaflet could not be grasped therefore the clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure. No additional information was provided.